Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary (B)(6) half height drawer 2.2 failed and was sticking. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system half height drawer 2.2 failed and stuck. The field service engineer (fse) replaced the damaged half-height aux drawer 2.2, corrected damage on the replacement drawer by removing the center plate, ran hta with all tests passing, configured the unit, and confirmed normal station operation with successful inventory completion to resolve the issue. The system functioned as intended after the field service engineer repaired the device.